Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during a routine pulse generator change out, there was loss of pacing output for approximately 7 - 10 seconds during which time the patient had no underlying rhythm. The device was explanted and replaced.